Event description:
I am a diabetic and use the dexcom g6 continuous glucose monitor. Starting with my last shipment of g6 sensors I now develop a severe rash from the adhesive. I have contacted dexcom and they stated the adhesive was changed to make it last longer but there is nothing they can do. I know others are having an issue as I am in a large community on (B)(6) and there are a lot of people affected by this new adhesive. I just wanted to log this somewhere since dexcom did not seem like they are tracking the issue or letting the public know that they changed adhesive and there may be an issue. (B)(4).